Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer stated that the tumescent infiltration pump sporadically/intermittently does not work properly, in sync with the foot pedal. Hand control works if foot pedal is disconnected.

Manufacturer narrative:
Evaluation was performed and determined that the foot pedal cord was defective due to aging of product component pump head. IFU dictates functional testing before use, no risks to patient in this case. Repair of the pump was performed. All functions tested 100% to manufacturing specification.